Manufacturer narrative:
Initial reporter- facility name: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "intracapsular rupture", "capsular contracture" baker grade ii, "lobulated contours", "radial folds and folds on the entire surface of the implants", and "nodular enhancement evaluated and the diagnosis was fibroadenoma" (non device related). Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Device has been explanted.